Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: on 2016-04-11, information was received from a consumer regarding a (B)(6), female patient who was receiving dilaudid (dose and concentration unknown) and other unknown medications via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient¿s medical history included being legally blind. The patient¿s concomitant medications included oral dilaudid for breakthrough pain. Since an unknown date in (B)(6) 2016 (approximately (B)(6) 2016), the patient heard the pump alarming. The patient did not know but ¿thought she has heard three different alarms¿. The third alarm was critical for 2.5 weeks. The patient did not know if the pump was out of meds so the patient called their physician. Per the patient the pump was supposed to be at eos (B)(6) 2015/(B)(6) 2016. The patient had a new managing physician since (B)(6) 2016 and had referred the patient to the new pain department. The insurance company had denied a pump replacement. The patient stated that the new pain department denied it (took almost 2 months to do that ) and the physician was surprised they did not replace the pump. The patient was given a 1 month supply of med in (B)(6) 2016 and to double it from 2mg to 4 mg. The patient had been to the ER (emergency room) twice in the last 5 days, wednesday (B)(6) 2016 and on (B)(6) 2016. The patient was in so much pain due to the pump not delivering meds to control the patient¿s pain. The patient could not breathe on thursday morning (B)(6) 2016 and the patient was shaking thursday night (B)(6) 2016 because the percocet was not enough. The patient took an ¿extra pill¿ around the clock. Over a week ago the patient was sick to their stomach and had not been able to eat since friday (B)(6) 2016. On saturday (B)(6) 2016 and the patient was feeling sick/shaking. The patient¿s chest was hurting all day yesterday (B)(6) 2016. The patient was very sick because of no medications. The patient had been dealing with a pain consultant and the old and new physician and should not have to be going through this. The new physician and the old physician were going back and forth with each other and the patient with nothing really being done. The patient¿s old physician would no longer see the patient. The patient had received a shot of morphine because they did not have dialudid. The patient had oral dilaudid for breakthrough pain originally and an oral percocet prescription was given but patient did not think it would work but took it anyways stating something was better than nothing. The patient was seeking a new physician. On 4/13/16 the patient further reported that they saw the healthcare provider on (B)(6) 2016 and he gave the patient some pills to take and scheduled the removal of the pump.

Event description:
On 2016-04-11, information was received from a consumer regarding a (B)(6) female patient who was receiving dilaudid (dose and concentration unknown) and other unknown medications via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient¿s medical history included being legally blind. The patient¿s concomitant medications included oral dilaudid for breakthrough pain. Since an unknown date in (B)(6) 2016 (approximately (B)(6) 2016), the patient heard the pump alarming. ¿the patient didn¿t know, but she thought she had heard three different alarms.¿ the ¿third alarm¿ was the critical alarm for 2.5 weeks. The patient didn¿t know if the pump was out of medication. It was later reported there was no medication in the pump. The pump was supposed to be at end of service (eos) in (B)(6) 2015/(B)(6) 2016. A pump replacement was denied by the patient¿s insurance company. It was noted the patient had a new managing physician since (B)(6) 2016 and that the patient¿s old and new physicians were ¿going back and forth with each other.¿ the patient¿s old physician would no longer see the patient. Nothing was being done for the patient. In (B)(6) 2016, the patient was given ¿a 1 month supply of medication¿ and they doubled it from 2mg to 4mg. The patient received a shot of morphine because they did not have dilaudid. The patient was also given an oral prescription of percocet. In (B)(6) 2016, the patient was sick to her stomach and had not been able to eat since (B)(6) 2016. The patient was in the emergency room (e.r.) On (B)(6) 2016 because she was in so much pain due to the pump not delivering medications. The patient also could not breathe on (B)(6) 2016. On (B)(6) 2016, the patient was feeling sick and shaking. On (B)(6) 2016, her chest hurt all day. The patient took an ¿extra pill around the clock.¿ on (B)(6) 2016, the patient went to see her healthcare provider (hcp). He gave her some pills to take and scheduled the removal of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.